Manufacturer narrative:
(B)(4) = cartridge. Additional information was requested and the following was obtained: did the device deliver any staples? No. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. The analysis found that one pce60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired, however one double drivers was out of position at distal end. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open low anterior resection procedure, the knife did not move forward at the 1st firing on the rectum. After the event, the device could be fired as intended out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.